Manufacturer narrative:
Additional information provided. The complaint company iii (d) cartridge was not returned. A video was provided. The indicated surgery does not show the cataract removal or the lens implantation. The video starts with a surgical procedure being conducted under the already implanted lens. After this procedure ends, no attempt is observed to remove anything from the lens surface. Unable to determine if the faint area observed is line/mark or material. The video ends. Product history records were reviewed and documentation indicated the product met release criteria. The indicated lens model/diopter are qualified for use with the company iii (d) cartridge. A non-qualified viscoelastic was indicated. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. A non-qualified viscoelastic was indicated. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), upon implant there appeared to be either a linear scratch on the lens or foreign material. The lens remains implanted and there is no reported patient impact. Additional information was requested.